Manufacturer narrative:
No actual event date was provided. Therefore, date of event is an estimate based on information contained in the event description. Review of the manufacturing records indicated the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following information was reported to gore: the date and month unknown, 2016, epic stent was implanted in bilateral iliac artery for leriche's syndrome. On (B)(6) 2018, two gore® viabahn® vbx balloon expandable endoprosthesis were additionally implanted to repair a restenosis. The patient tolerated the procedure. The date unknown (B)(6) 2018, angiography confirmed thrombotic occlusion and compression of both endoprosthesis. Bare metal stents were implanted inside both the gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure. The physician reported to gore he believes the cause of occlusion and compression of the gore® viabahn® vbx balloon expandable endoprosthesis was due to severe calcification.